Event description:
It was reported that the patient thought there was a problem with her device. She had been using the same program for a while and every couple days she would charge the implant. When she increased stimulation to max out, she was not feeling the stimulation any higher in the back or as strong like she used to. The patient also fell down stairs. It was later reported that there was not a 50% or greater symptoms reduction. There was a gradual loss of therapeutic effect but no loss of stimulation. The cause of the event was not determined and it was unknown if it was device related. Reprogramming was done numerous times and troubleshooting was done during reprogramming. The patient was not happy with performance of the spinal cord stimulator (scs). The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).